Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 sensor paired and displayed readings on the user¿s phone app but repeatedly failed to pair with the ilet despite restarts and confirmation of the sensor code and bluetooth settings; antenna selection was toggled between g6 and g7, after which pairing still failed until the sensor was replaced, after which the user reported being all set. Symptoms included no adverse clinical effects and a reported blood glucose of 156 mg/dl. Outcomes included no injury and no medical intervention beyond sensor replacement. Investigation included guided troubleshooting steps such as device restart, verification of bluetooth readiness, confirmation of sensor code, and antenna profile toggling. Investigation of this case revealed a pairing failure localized to the ilet-g7 interface while the sensor functioned on the phone app, consistent with a communication or pairing malfunction without evidence of a broader device failure. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication failure during sensor pairing resolved by sensor replacement.